Event description:
It was reported by the aci sales professional that a patient underwent an interventional peripheral procedure on (B)(6) 2012. Post procedure, the physician who is a trained user of the mynx, selected the mynxgrip vascular closure device 6f/7f for closure of the femoral artery. It was reported that the device sealant was misdeployed intra-arterial. The patient was transferred to the operating room where a surgical cut down was performed to remove the material from the artery. The patient was reported as hospitalized. It's unknown when the patient was discharged from the hospital. No additional information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.